Event description:
It was reported that the ilet bionic pancreas with serial number: (B)(6) was dropped onto concrete, resulting in a fractured touchscreen that rendered the screen unusable and caused trouble operating the device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.